Event description:
It was reported that the physician's handheld computer was no longer holding the charge. A new programming tablet was provided to the physician. The review of the manufacturing records confirmed that the handheld computer passed all the functional tests prior to the distribution. The suspected handheld computer has not been returned to the manufacturer to date.

Event description:
The programming computer and flash card software were returned to the manufacturer on 01/11/2016. An analysis was performed on the returned handheld and the reported battery failure was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the defect is associated with two identified anomalies. The first anomaly was identified that the main battery was installed backwards. As a result, the handheld was unable to charge and receive power from the battery. Secondly, broken solder connections on the handheld main board were identified. The broken solder connections isolated the main battery so that the main board could not receive power from the battery or charge it. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.